Event description:
It has been reported that a patient underwent a revision due to loosening of the rhk tibial stem fixing screw .

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Associated products: medical product: rhk modular tibial 63mm catalog #: 154987 lot #: not reported. Medical product: rhk 10x80 cemented stem catalog #: 159403 lot #: not reported. Medical product: rhk small femoral augment 20rm catalog #: 159454 lot #: not reported. Medical product: rhk 63x10 rm/ll str tib aug catalog #: 161550 lot #: not reported . Medical product: rhk short hinge assembly catalog #: 161583 lot #: not reported. Medical product: rhk bearing 12 for 63-67tray catalog #: 159430 lot #: not reported. Medical product: bmt splined knee stm 12x160 bo catalog #: 141872 lot #: not reported. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent a revision due to loosening of the tibial stem fixing screw.